Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent loss of capture is being seen on the device which is at elective replacement indicator (eri). The patient will be scheduled for a changeout. The device remains in use. No patient complications have been reported as a result of this event.